Event description:
It was reported that during a laparoscopic gastrectomy, the blade was broken off when the device was cleaned outside the patient at the end of operation. The broken blade did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was activated inside water to clean and wiped it with gauze outside the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.